Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Additionally, it was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. Customer¿s blood glucose value was 120 mg/dl.